Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a perforation occurred with the use of another device which required treatment with a graftmaster stent. Two graftmaster devices were unable to cross the lesion; therefore, failed to treat the vessel injury upon initial usage. An iabp was placed to stabilize the patient. No additional event or patient information is available.

Manufacturer narrative:
The jostent graftmaster is being reported under another manufacturing number.